Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be replicated after restarting the imaging system and rehoming the gantry. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door of the imaging system was unable to close. There was no patient present when this issue was identified. No additional information was provided.